Manufacturer narrative:
The companion 2 driver has been returned to syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver had an unresolvable system malfunction alarm when the physician adjusted the vacuums from -5 to -7. The patient was switched to a backup driver and there was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported system malfunction alarm was confirmed through the patient file review and was able to be reproduced during investigation testing. Investigation testing indicated that the left and right vacuum blowers did not maintain the vacuum set point in a certain voltage range. The root cause was determined to be a malfunction of the vacuum blowers as they were unable to maintain the specified set point. Syncardia has a corrective and preventive action (CAPA) to address the issue. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5110 follow-up report 1